Event description:
It was reported the device was attempted but not used due to sensing difficulty. In addition, the lead was attempted, but not used due to positioning difficulty, undersensing and a non-operational helix. Edit (B) (6) 2010, it was reported that during the implant procedure, the rv lead had low r-waves and there was difficulty positioning/fixing the helix. The lead and the device were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that the defibrillator conductor was distorted, there was blood in/on the helix/lobe mechanism, distal conductor (non-obstructing), and all conductors (non-obstructing). It was determined that the damage was caused at implant.